Manufacturer narrative:
Reference MFR report # 2916596-2015-00506 and MFR report # 2916596-2016-01612 for the patient¿s previous pump exchanges due to thrombus. (B)(4). The date that the lvad was explanted was not provided. Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized with and elevated lactate dehydrogenase (ldh) of 1185u/l on (B)(6) 2016. On (B)(6) 2016, the patient¿s ldh was 1423 u/l. From (B)(6) 2016, the patient had a small amount blood in their urine. The patient¿s haptoglobin (haptgl) was 67 mg/dl on (B)(6) 2016, and 59 mg/dl on (B)(6) 2016. On (B)(6) 2016 the ldh was 621 u/l. The lowest ldh value the patient had was 493 u/l on (B)(6) 2016. It was reported that the patient¿s lvad has had periodic power elevations in the 9.0-11.0 watt range. Log file analysis by the manufacturer¿s technical services representative confirmed elevated lvad power readings. An echocardiogram (echo), and a computed tomography (CT) chest scan with contrast on unspecified dates. The results of the echo and CT scan were not provided. The patient was treated with argatroban, then was switched to heparin drip when cleared by hematology. The dates of treatment were not provided. The cause of the elevated pump powers was reportedly due to suspected pump thrombus. The patient was evaluated for heart transplant and listed status 1a on the heart transplant list. The elevated pump powers reportedly lessened in frequency and the patient¿s ldh stabilized. The patient was discharged home on an unspecified date. The patient received a heart transplant, and the date of procedure was not provided. The patient had a history of repeated pump thrombus and underwent pump exchanges on (B)(6) 2016 (reference MFR# 2916596-2015-00506 and 2916596-2016-01612).

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed through the evaluation of the submitted system controller log file. The log file captured a pump stop coinciding with elevated power and estimated flow on (B)(6) 2016. An additional high power event was captured on (B)(6) 2016. The cause of the captured events could not be conclusively determined. The report of suspected thrombus could not be conclusively determined through this evaluation as the pump was not available for investigation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator regarding the time period post-device exchange on (B)(6) 2016 due to suspected pump thrombus. Postoperatively the patient experienced sternal wound dehiscence with vancomycin resistant vre infection requiring a muscle flap and closure. The patient also experienced a bowel ileus requiring decompression, and vocal cord injury requiring repair. The patient began to improve; however, the lactate dehydrogenase (ldh) increased again on (B)(6) 2016 to 2266 u/l. Coumadin had been initiated just over a week prior with a peak inr of 9. The patient was also on agatroban and milrinone at the time, and hematology was following the patient. The patient was transferred on (B)(6) 2016 for transplant workup at the transplant center. The patient complained of mild abdominal pain at the wound site, but denied chest pain, nausea, or shortness of breath. It was reported that the vad function and settings were stable. It was reported that on (B)(6) 2016, pump parameters were variable. The ldh was 1100 u/l and had declined over the previous several days. It was reported that during the course of therapy, the patient had 1 sternotomy and 2-plus subcostal incisions. The patient had normal end organ function. On (B)(6) 2016, the variable pump parameters persisted, but ldh values were decreasing and the patient was clinically stable. The urine was reportedly much lighter in color. On (B)(6) 2016, a plan of care was reported that stated from a heart failure perspective, the patient was doing well. The patient was hemodynamically stable without heart failure symptoms, but appeared hypervolemia. The current heart failure regimen was to be continued. The patient was weaned off milrinone and was tolerating it well. The patient¿s ldh was trending down from a peak of 2400 u/l to 648 u/l here. Heparin was continued, and the patient was clinically stable off ionotropic support. The patient was listed as status 1a for heart transplant, and was transplanted on (B)(6) 2016. No additional information was provided.